Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement tests due to contact alarms. The insulin pump had minor scratches on lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 301 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.